Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with dizziness, the holter monitor revealed periods of intermittent bradycardia. The right ventricular had a history of low impedance, an insulation abrasion is suspected. The lead was explanted and replaced during pulse generator change out, the patient was stable.